Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 26.5 inches from input connector, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. Based on the product investigation, the complaint was confirmed. Breakage along the fiber body. It cannot be determined if excessive bending occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber seemed to be broken but the outer sheath was intact. Brightness was observed when the laser was activated after 20 joules and the red aiming beam was seen through the cladding. The fiber was exchanged to complete the procedure without clinical consequences to the patient.